Event description:
A discordant, falsely elevated cardiac troponin I (tniu) result was obtained on one patient sample on an advia centaur xp instrument. The initial result was reported to the physician(s). The sample was re-spun and tested three times on the same system, which resulted lower. It is unknown as to which repeat result was the corrected result reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant tniu result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the diluter 1, diluter 2 and photomultiplier tube assemblies. The cse also calibrated all methods. The cause of the discordant tniu result is unknown. The cse successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.